Event description:
While the rn was placing an IV on a pt the hub that connects to the IV broke in half while rn was twisting in place. A new hub was obtained from another IV start pack and placed on the open port.